Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one used (B)(4) and one used (B)(4) secondary medication set for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. Visual inspection was performed to the sets and the results were satisfactory; all components were present, in the right position and complete. The samples passed slit visualization testing with an in-house (B)(4) 10ml male luer lock syringe. The syringe was applied to the clearlink y-sites and the baseline slit was detected in the samples. The samples passed fluid path occlusion testing, referee testing, and under water pressure testing at 8psi. The secondary medication set was connected to the primary set. The secondary set was hung assuring the height of its container and chamber are above the primary container and chamber. The sets worked according to the procedure and the reported condition was not detected in the samples. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.

Event description:
The customer reported to baxter corporate product surveillance of a clearlink continu-flo solution set in which a no flow occurred at the top y-site while trying to administer an unknown antibiotic via piggyback infusion. The top y-site was not accessed more than once on this occasion but she said that the staff has been trying to access the y-site more than once on some occasions. For this occasion the one of the lower y-sites was used after the upper y-site would not flow, and it worked fine. The secondary used is an unknown baxter secondary set. There was no patient injury or medical intervention reported. No additional information is available.